Manufacturer narrative:
A stryker technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the compression module and protective pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device no longer works and would not provide cardiopulmonary resuscitation (CPR). If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the returned part and observed that the integrated circuit, ic7, was open. This was interrupting the communication signal between boards. The cause of the reported issue was determined to be due to open, ic7, the part was archived by stryker.

Event description:
A customer contacted stryker to report that their device no longer works and would not provide cardiopulmonary resuscitation (CPR). If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.